Manufacturer narrative:
The returned product was evaluated and evidence of an internal leak was found. The root cause was determined to be a damaged cannula. This manufacturing defect contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached "high" (> 500 mg/d) less than 24 hours after the pod was activated.